Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to experiencing headaches, astma, vomiting, coughing, chest pain and fatigue, also patient alleged particles in tubing/chamber/hose and filter was dark. Patient received medical intervention that one of his hcp may provide new prescription in conjuction to his asthama and steroid inhaler. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect a serious injury. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to experiencing headaches, astma, vomiting, coughing, chest pain and fatigue, also patient alleged particles in tubing/chamber/hose and filter was dark. Patient received medical intervention that one of his hcp may provide new prescription in conjuction to his asthama and steroid inhaler. Following correction were made: section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 updated to reflect a serious injury. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.